Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The biopsied lesion was 1.8cm x 0.9cm x 1.6cm, and located in the left lower lobe. The distance to pleura - closest edge was 4mm from pleural border. The pneumothorax was identified after the procedure via x-ray in the pacu. The patient was asymptomatic. The physician was unsure if a pneumothorax could have possibly occurred with another modality. The size of the pneumothorax was unknown, but per the physician, the pneumothorax increased in size. The patient received a chest tube the next day after the ion procedure to resolve the pneumothorax. The chest tube has been removed and the patient was discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, the patient required placement of a chest tube and hospitalization to resolve the complication.